Manufacturer narrative:
Serial number unknown therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-05192. The patient was seen due to low flow events and the concern for pump thrombosis. Log file analysis captured no external power events on (B)(6) 2020. The details surround the no external power events are unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the log file submitted to this complaint (log 9a141121) confirmed a no external power event. The submitted log file captured no external power alarm on (B)(6) 2020 at 03:13:06 when the system was supported by the mobile power unit (mpu). The system controller¿s internal 11v backup battery was in use during these events and there was no interruption in pump support. The cause of the power to the mpu being briefly interrupted and can be due to the mpu ac power cord coming loose at the mpu, ac wall outlet, or house power disruption. The investigation was unable to determine what caused the alarms recorded in the log file as the mpu s/n-unknown and the power cord were not returned for evaluation. The heartmate mobile power unit was not returned for analysis. As a result, the exact cause of the no external power alarm while connected to mobile power unit could not be conclusively determined in this analysis. Multiple attempts were made to obtain additional information for product return from the customer regarding the event; however, no response was given. To date, the mobile power unit associated with this complaint is unavailable for evaluation and the complaint file will close accordingly. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook . Set up and use of the mpu are documented in the heartmate ii lvas patient handbook . Specific warnings and cautions regarding the mpu's set up and the electrical outlet used (including location and accessibility) are given in the heartmate ii lvas patient handbook . No further information was provided. The manufacturer is closing the file on this event.